Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this inflatable penile prosthesis was thoroughly analyzed. Both cylinders were visually inspected with wear at folds in the distal, middle, and proximal segments. A hole was identified in the outer tube of one cylinder due to kink resistant tubing wear in the proximal segment; the other cylinder exhibited similar wear, but a hole was not noted. Both cylinders passed leak and pressure testing. The pump component was visually inspected, leak tested, and functionally tested. Visual inspection found no sign of damage or abnormality. The pump passed the leak test but did not pass the activation testing. Based on the findings of this investigation, the reported clinical observations were confirmed as the most likely result of the non-passing pump activation tests.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was unable to pump water into the cylinders for inflation. The physician referred to this as sticky pump with friction. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision because the device was unable to pump water into the cylinders for inflation. The physician referred to this as sticky pump with friction. There were no patient complications.